Event description:
Philips received a complaint on the codemaster xl device indicating that they need a replacement battery. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The codemaster xl device and all associated service/support was discontinued. The customer was aware of the end of life terms and the device remains at the customer site.